Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient presented with an infection at the generator site. During an infection washout procedure, it was found that there were multiple breaks in the lead housing, blood/infection material within the outer tubing, and mrsa abscess halfway up the lead. Lead impedance was noted to be ok. The lead and generator were explanted due to the infection. MFR. Report # 1644487-2019-02152 captures the reported infection. MFR. Report # 1644487-2019-02153 captures the reported multiple breaks in the lead housing, blood/infection material within the outer tubing. No other relevant information has been received to date.